Event description:
The account reported the patient position module and the bed exit is not setting. No patient injury reported.

Manufacturer narrative:
The account found that after removing the patient and zeroing the scale the bed exit and patient positon module function as designed, user error. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. The account zeroed the bed properly to resolve the issue. Based on this information, no further action is required.